Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection and functional testing was performed. The damaged power supply was identified during visual inspection. Due to the damaged power supply, the battery could not be charged. The cause of the condition was undetermined. To correct the condition, the power supply and the battery were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged power supply. No additional information is available.